Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a patient presented with a recurrent hernia in 2007, approximately 18 months following an incisional hernia repair. The patient was returned to surgery for repair in the same month. The surgeon reports the mesh appeared fallen apart in the center. A supporting mesh product was placed to complete the repair.